Event description:
It was reported on (B)(6) 2012 that a vns patient presented high lead impedance readings (7/limit/high/no) when systems diagnostics were performed at the office visit on (B)(6) 2012. The date of the last acceptable diagnostics were unknown at the time of the initial report. There were no reports of trauma or manipulation and x-rays will not be taken. The device was not programmed off and the patient was not experiencing any adverse events. The patient was referred for and underwent a full revision surgery in which the lead and generator were explanted and replaced. The explanted devices were discarded and will not be returned for analysis. A review of the patient's programming and device diagnostic history available in the manufacturer's in-house programming database revealed that high lead impedance was first obtained when normal mode diagnostics were performed on (B)(6) 2008. On (B)(6) 2008, normal mode diagnostics gave acceptable results.